Event description:
Ten minutes into a chemotherapy infusion the clave secondary port was found to be depressed, and the infusion would not run. The pump stated, "proximal occlusion". Patient lost about 15-20ml of active drug. Nurse risked chemotherapy exposure as the tubing was replaced. Delay in patient care.